Event description:
It was reported that the patient experienced intermittent stimulation. The patient had difficulty connecting the remote control (rc) to the implantable pulse generator (ipg) as the rc displayed a telemetry error and there were high impedances displayed on some of the spinal cord stimulation leads. The device was successfully reprogrammed to capture the pain area and the rc was able to communicate with the ipg during testing, however, the physician determined the devices should be upgraded for newer technology. Therefore, the patient underwent a revision procedure where the system was replaced. The patient was doing well postoperatively. The model and serial numbers for the leads are unable to be obtained despite good faith effort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: n/I model: n/I serial: n/I batch: n/I product family: scs-linear leads upn: n/I model: n/I serial: n/I batch: n/I.

Event description:
It was reported that the patient experienced intermittent stimulation. The patient had difficulty connecting the remote control (rc) to the implantable pulse generator (ipg) as the rc displayed a telemetry error and there were some high impedances displayed on the spinal cord stimulation leads. The device was successfully reprogrammed to capture the pain area and the rc was able to communicate with the ipg during testing, however, the physician determined the devices should be upgraded for newer technology. Therefore, the patient underwent a revision procedure where the system was replaced. The patient was doing well postoperatively. The model and serial numbers for the leads are unable to be obtained despite good faith effort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: n/I. Model: n/I. Serial: n/I. Batch: n/I. Product family: scs-linear leads upn: n/I. Model: n/I. Serial: n/I. Batch: n/I. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The leads have not been analyzed as they were not returned. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted and identified that the devices were used per the instructions for use, IFU product label. Additionally, system failure can occur at any time due to random failure of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced difficulty connecting the remote control (rc) to the implantable pulse generator (ipg) due to a telemetry error displayed on the rc, and high impedance readings were observed. The system was successfully reprogrammed to capture the pain area, and the rc was able to communicate with the ipg during testing. However, the physician determined that the devices should be upgraded to newer technology. As a result, the patient underwent a revision procedure during which the system was replaced. The patient was reported to be doing well postoperatively. The model and serial numbers for the leads could not be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Additional suspect medical device components involved in the event: model: n/I. Serial: n/I. Batch: n/I. Model/catalog description: unique identifier (UDI): model: n/I. Serial: n/I. Batch: n/I. Model/catalog description: n/I. Unique identifier (UDI): n/I. The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The leads have not been analyzed as they were not returned. As such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted and identified that the devices were used per the instructions for use, IFU product label. Additionally, system failure can occur at any time due to random failure of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.